Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced numbness in the body and the pump system was explanted on (B)(6) 1998. No drug information or patient outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up repot will be sent.